Event description:
Info was received in may 2004 from a pt with a history of arthritis and a previous series of synvisc injections in february 2003 with no associated adverse evetns, who experienced synovitis with knee pain, swelling, and effusion. The pt began another series of synvisc injections in march 2004. The pt received two synvisc injections in the right knee in march 2004. Following the first injection, their knee became swollen and painful and required treatment with painkillers. The second injection was given two weeks later. Following the second injection, the knee became more swollen and painful and liquid had to be removed. The pt had developed synovitis and subsequently, the third synvisc injection was not given. At the time of this report, the pt's outcome was unknown. Additional info was received in aug-2004 from the pt's physician. The pt has a history of osteoarthritis in the right joint with moderate grade on x-ray and no findings of joint narrowing or osteophytes. The pt has been treated with nsaids in the past (dates unknown). The pt received two synvisc injections into the right knee in 2004, pt was treated with an intra-articular cortisone injection. In apr 2004, 35ml was aspirated from the knee and an intra-articular cortisone injection was given. Knee joint aspirate from apr-2004, microscopic exam showed no crystals, leukocytes 8,910x10^6/l (granulocytes 25%, lumphocytes 52%, and macrophages 6%), bacterial culture was negative (normal: no growth). The third injection was not given. The physician reported the symptoms as "related" to the injection. At the time of this report, the pt continued to have right knee pain that required treatment with nsaids.